Event description:
It was reported that during an in-clinic follow-up, ventricular lead noise was noted on noise reversion episodes. Upon isometric testing, noise was reproduced and over sensed resulting in pacing inhibition. No intervention was performed and the patient will further be monitored. There were no patient consequences.